Manufacturer narrative:
Additionally, in regards to the injury reported by the nurse, upon completion of the manufacturer's investigation, it was determined that the nurse had applied for worker's compensation. However, no other details were provided by the customer and no medical intervention was reported by the customer.

Event description:
It was reported by service report that the customer alleged that a nurse experienced difficulty engaging the big wheel and the nurse reported an injury.

Event description:
It was reported by service report that the customer alleged that a nurse experienced difficulty engaging the big wheel and the nurse reported an injury.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.